Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dyonics powermax elite mdu became hot and melted the drapes. The length of delay is unknown at this time. The procedure was completed with a backup. No patient or surgical staff injury was noted as a result.

Manufacturer narrative:
Device returned to the manufacturer on 29 january, 2016 evaluation narrative - one mto powermax elite service replacement, part number 72200872s was received on 6/5/2015 and confirmed to be serial number (B)(4). The reported complaint has been confirmed. Unit failed functional testing with overheating. A visual inspection has found kinks in the cable approximately 3 to 4 feet from the connector end that is believed to be crush damage possibly caused by the wheels of a heavy cart or gurney. This damage is causing the hand piece to short circuit and is the most probable cause of the reported complaint. The actual cable assembly heats up where internal damage (kink) is present. Product was shipped to customer as a service replacement on september 03, 2014. The complaint investigation has concluded that this unit has succumbed to expected wear and tear since warranty information shows this unit to be over 4 years old. (B)(4).